Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred . The sensor was inserted on the abdomen, on (B)(6) /2016. It was reported that calibration was not performed after experiencing inaccuracies and that calibration was performed while the error reading symbol displayed. No additional event or patient information is available. The receiver data log was reviewed on 09/28/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Also: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.